Event description:
It was observed that during the device evaluation, the subject device exhibited adhesive peeling on objective lens and light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reportable malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received on manufacturing date. Updated fields: b5, h2, h3, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.